Event description:
It was reported that the patient confirmed the previous implanted inflatable penile prosthesis (ipp) was too short. A surgical procedure was performed to replace the system. There were no patient complications.